Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets leaked IV fluid from the distal end of the tubing. The following information was provided by the initial reporter: "we encountered a problem with this IV tubing today in the cath lab. The staff stated that the IV fluid was leaking out from the distal end of the tubing where the connection is made (not from the spike side). There were two packages from this same lot # that were leaking, when the staff tried using a different lot #, there was no leaking from the new tubing."

Manufacturer narrative:
H.6. Investigation: one new, unopened primary set, model 2426-0007, was received by the customer for investigation. Visual inspection was performed and no defects were observed. The set was then primed and functionally tested. The set functioned as designed and no leakage was observed. The customer's complaint that the IV fluid was leaking out from the distal end of the tubing could not be verified. A root cause could not be determined with no confirmed defect. A device history record review for model 2426-0007 lot number 21049019 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21049019 regarding item #2426-0007. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets leaked IV fluid from the distal end of the tubing. The following information was provided by the initial reporter: "we encountered a problem with this IV tubing today in the cath lab. The staff stated that the IV fluid was leaking out from the distal end of the tubing where the connection is made (not from the spike side). There were two packages from this same lot # that were leaking, when the staff tried using a different lot #, there was no leaking from the new tubing."